Event description:
The consumer reported that he did not have access to his recharger until the day before and the implant had been off but now he had pretty bad pain around the implant and his back was hot around the implant. The patient did not know if the implant was dead because the charger was not turning on the implant and he had hooked up the charger and it wasn¿t doing anything. The patient had plugged the charger into a wall because it was not fully charged and he was going to see if he could get it to turn the implant on. The patient did not remember what he got on the recharger screen when he tried to turn the implant on. Troubleshooting was able to get the patient to connect the recharger with the implant and confirmed he got all eight coupling bars. It was confirmed that the implant was off and that the implant battery was flashing at the first quarter. It was reviewed that this was why the patient was not able to turn on the implant and it would have to be charged up first. The indications for use were non-malignant pain and other chronic/intractable pain of the trunk/limbs.